Event description:
It was reported that a pt enrolled in a post-market clinical study underwent an x-stop procedure at level l4-l5. At the time of the surgery, the pt was found to have spinal ankylosis. The pt never experienced relief of the neurogenic intermittent claudication symptoms. Approx seven months post-op, the physician removed the x-stop device and a lumbar laminectomy and fusion were performed. Reportedly, the physician noted that even though the pt "met the criteria for the x-stop ipd device, the pt's condition of his bones/vertebra may have likely been the reason that the x-stop did not work to relieve his symptoms because the x-stop could not provide sufficient distraction in a pt due to ankylosis." No additional info was reported.

Event description:
It was reported that the patient has expired an after implant duration of approximately zero days, because "fluid kept filling up his lungs." It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.